Manufacturer narrative:
H3: one device was received for evaluation. The downstream occlusion (dso) seal had a crack. The service history review had no indication that the complaint was related to a service of the device within the review period. The customer¿s problem was confirmed. The root cause of the issue was the faulty dso seal. The dso seal was replaced.

Event description:
The customer returned the device for failed downstream occlusion test due to faulty sensor seal, during device analysis, downstream occlusion (dso) seal was confirmed to be faulty. There was no patient involvement.